Event description:
Unomedical reference number (B)(4). Event occurred in(B)(6) it was reported that the patient faced an event kinked tubing with an infusion set which led to high blood glucose level 319 mg/dl. Back up therapy was reported to be injection of 18 units. No further information available.